Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was found that the drain set was folded over. The home patient unfolded the tubing, cleared the alarm and completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.